Event description:
It was reported that the procedure was performed to treat the anastomosis from the saphenous vein grafts (svgs) to the mid left anterior descending (lad) coronary artery. A 6.0 fr non-abbott guide wire was used to engage the coronary artery and confirmed the lesion. Then, a non-abbott wire was placed and a 2.5x15mm unspecified balloon was used to pre dilate the lesion and a non-abbott intravascular lithotripsy (ivl) was used prior stenting. After 60 pulses and in the sixth dilatation inflated to 6 atmospheres, the angiography revealed a perforation in the lad. A 2.8x19mm graftmaster was attempted to be placed; however, after several attempts failed to cross since the non-abbott wire and non-abbott catheter extension did not provide sufficient support. The area clotted and a 2.0x12mm non-abbott balloon and a whisper wire replaced the other ones; however, they still could not cross. The patient became progressively unstable and had hypotension which was treated with fluids and medication. Pericardiocentesis was performed due to a pericardial effusion and the patient was sent for coronary artery bypass grafting (CABG) in order to seal the perforation as well as a surgical aortic valve replacement (savr) which was performed at the same time. The patient was hospitalized additional time. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Na.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported failure to advance and subsequent treatment with medication, surgical intervention, and unexpected medical intervention appear to be related to the operational context of the procedure. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of surgical intervention and hypotension as listed in the graftmaster rx coronary stent graft system, instructions for use (IFU) are known patient effects that may be associated with use of a coronary stent in native coronary arteries. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6; the code 4440 was deleted.

Event description:
Subsequent to the initially filed report, the account stated that the pericardial effusion was diagnosed via fluoroscopy and that a clot was not noted. No additional information was provided.